Event description:
Reportedly, there was a strange sound coming from the ventilator and the ventilator was frozen during use on a pt. There was visual alarm; however, no audible alarm was heard. It seemed to be holding the peep; however, the ventilator was not ventilating or giving breaths. The ventilator was running on battery power. The pt was manually ventilated and switched to another ventilator.